Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. The patient was transferred to hemodialysis. Hospitalization and treatment were not reported. At the time of this report, the patient outcome was reported as "doing better". No additional information is available.